Event description:
Intra aortic balloon pump had continuous alarms - no blood noted in tubing external to pt. Balloon discontinued and blood was noted in the iab chamber and helium tubing. No injury to the pt and another balloon was not inserted.